Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. The suture deployment issue could not be tested due to the condition of the returned device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch report ((B)(4)) received that states: "per md, could not pull foot all the way back in the perclose device while attempting deployment. Angiography: right femoral artery angiography was performed through the sheath. There is mild plaquing in the vessel, but no significant narrowing. I attempted to deploy a proglide suture, but the foot did not seem to deploy properly, and the sutures did not seat properly. We, therefore, removed the device and replaced the 6-french sheath in the vessel. There is no bleeding. The patient will have manual sheath removal and manual hold in recovery. Failed proglide suture of right femoral artery. Equipment malfunction. The procedure was completed with no complications. What was the original intended procedure? Cardiac catheterization." The facility reporter was subsequently contacted and provided additional information: the foot of the proglide did not seem to deploy properly as the foot could not be pulled all the way back while attempting deployment. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.